Event description:
The blade inside the ligasure jammed into jaws upon firing. The jaws were then unable to open. Attempt to open the jaws with instruments was unsuccessful. The device was removed from the surgical field and replaced with another which functioned correctly. No patient injury occurred with this event.